Event description:
It was reported that intra aortic balloon (iab) had leak, blood in tubing. There were no patient harm or injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: d9, h3, h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
Additional information: e1: (B)(6). Updated fields: b4, d9, e1 (initial reporter), g6, h2, h3, h6 (type of investigation, investigation findings, conclusion), h11. The iab was reported to be used during the event but this was not directly observed by the customer. The insertion type per verbal confirmation from the customer was femoral and the condition of the aorta was reported as normal. The customer was unable to recall which patient the device was last used on and could not confirm whether the patient was being moved at the time the failure occurred. The customer also could not remember the duration or date of last use of the component. As confirmed by the customer the treatment was completed successfully and no patient harm occurred.

Event description:
N/a.